Manufacturer narrative:
Additional information: evaluation summary this report is based on information provided by the service center. A device was received for evaluation. This generator was obsolete on (B)(4) 2016. The customer reported that post-operatively, the patient was seen having a blister and red mark on his back in the ward. It was suspected as a second degree burn or burned tissue. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found that the rem function is fully functional. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient was seen having a blister and red mark on his back in the ward. It was suspected as a second degree burn or burned tissue.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after a procedure where this device was used, the patient was found to have a blister and red mark on his back. It is suspected to be a second degree burn.